Event description:
A pt was admitted to hospital. Her IV was infiltrated in which the pt could have lost her arm. Pt could not move fingers for sometime. She went back to surgery and can now move her fingers. This incident must be due to the negligence of the nurses.